Event description:
On (B)(6) 2009 - customer reported, after a pt procedure had been completed, the table moved uncommanded into trendelenburg position. The pt had already been moved from the table prior to the reported incident.

Manufacturer narrative:
The uncommanded movement could not be duplicated by the field service engineer. The field service engineer replaced the footswitch and handswitch upon the request of the customer. Field service engineer verified operation of the system per service manual, and returned system to full service.